Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's hip in (B)(6) 2012. While reporting a revision of the patient's hip on (B)(6) 2020 ((B)(4)), the following was also reported: "the patient had been received 2 surgeries before of this; 2nd surgery have been performed on (B)(6) 2012 and the surgeon removed exeter total hip prosthesis plus trident cup. Then it was implanted competitor (not stryker) cup, insert and screws with exeter stem and v40 head."